Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving morphine (15.0 mg/ml at 5.004 mg/day), bupivacaine (20.0 mg/ml at 6.672 mg/day), compounded baclofen (1,000.0 mcg/ml at 333.6 mcg/day), and clonidine (100.0 mcg/ml at 33.36 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and lumbar radiculopathy. On (B)(6) 2016 the patient had new low back pain which she described as sharp and stabbing. Fluoroscopy was done and the catheter location was found to be in the expected position; it was appropriate. A CT was ordered to "rule out bleed". No action was taken. The event outcome for the back pain was reported as "ongoing". The event resulted in an unscheduled clinic or office visit. The event was not related to the device or therapy and possibly related to the implant procedure. On (B)(6) 2016 pump interrogation/device data indicated a pump motor stall on (B)(6) 2016 at 23:50 with a motor recovery on (B)(6) 2016 at 00:53. No interventions were taken and no patient symptoms were reported. The event outcome for the motor stall was noted as "resolved without sequelae (B)(6) 2016". The event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information was received from healthcare provider via a clinical study stating the patient's pump motor stall and recovery on (B)(6) 2016 were following a MRI. It was indicated the event was related to the device or therapy. The issue was considered resolved without sequelae on (B)(6) 2016. Additional information stated the back pain issue was resolved without sequelae (B)(6) 2016. It was reported the pump was reprogrammed on (B)(6) 2016. The patient had also been experiencing shock-like pain while supine and electric shock like pain at the catheter site on (B)(6) 2016. The MRI was performed on (B)(6) 2016 rather than an CT per surgeon's request.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.